Event description:
Previously reported information indicated that the medication used within the system was lioresal. Additional information indicated that the medication used within the system was gablofen. The cause of the event was unknown as of the date of this report, though an 'elective replacement of the entire system' was noted. Prior to the system explant, a CT scan, dye study, and dose adjustments were performed. The results of these tests were reported to not have revealed any etiology. The patient was noted to have had their spasticity 'not well controlled.' Hospitalization was not required. No further information was available at the time of this submission.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomalies.

Event description:
It was reported that the patient was not getting optimal therapy with the pump system. They could not find anything wrong it; however, the physician decided to replace both the pump and the catheter. A rotor study had not been performed. There was no patient injury. The pump was delivering lioresal.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.